Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
Mother indicated her daughter's tampon fell apart upon removal and tampon pieces remained inside her. Daughter was able to remove some of the remaining pieces and plans to discuss with her doctor on (B)(6) 2011.